Manufacturer narrative:
Further information was requested but not received the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the system was explanted.

Manufacturer narrative:
Perforation not confirmed by analysis. As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. Tip stiffness test could not be performed due to the lead was returned incomplete and the helix assembly portion was not returned. Analysis was normal with no anomalies found aside from damages sustained during procedural damage

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency department with pain and symptoms a day after pacemaker system implant. It was determine that the patient had a pericardial effussion. Pacemaker and lead functions all tested normal. A pericadial centesis was performed on (B)(6) 2020. The patient was stable and recovering. Related manufacturer reference number: 2017865-2020-14252.